Event description:
It was reported that the patient was experiencing pocket stimulation and oversensing on the right atrial (ra) lead. It was also reported that the ra lead had low impedance measurements in both unipolar and bipolar configurations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.